Event description:
Cracking of female end of tubing reported. Report received from abbott international affiliate, abbott canada, which states: "the end of the tubing that is attached to a syringe has a hairline crack. This resulted in air passing along with the liquid." Additional info received from the affiliate states: "there was a hairline crack at the end of the microbore tubing that attaches to the end of the syringe. The rep mentioned that the incident was noticed during set-up and they had to change the tubing as a result of the crack. (The crack was allowing air to pass through.) They were trying to administer a lipid solution at the time of the incident. There was no adverse event experienced by the child as a result of the incident." Further info received states: "although the term set-up was used the tubing was connected to a pt (child/neonate-nicu). The pt implicated in this complaint was indeed a premature neonate. Air in the tubing was noticed approx 12 hrs after the administration had begun. It was noticed when they were injecting a solution in the y-site. The nurse saw an air bubble in the line. The tubing was used with a med infusion pump with syringe called med-eg. The tubing is changed every evening. The rate of infusion is rather low, approx 2cc/hr because the pts involved are premature infants. There were no adverse events experienced by the pt as a result of the incident." No further info was available.